Event description:
A central processing nurse manager reported that a 34 yo female nurse developed wrist and thumb strain/discomfort while removing lids from sterile container system. The nurse was diagnosed with trigger finger and treated with cortisone injections. She was able to return to work with modified duty. An orthopedic surgeon is following the case to determine if surgery will be required in the future. The hosp staff was using a non-standard method for releasing the latches on the lids. They have switched to using an army-navy retractor device to open the lids. This adverse event is occurring at or below the frequency or severity that are usual for this device.